Event description:
The customer contact reported, the pt received less medication then intended. On (B) (6) 2009, at an unspecified time the device was programmed in clinic at the user facility to deliver an unspecified concentration of 5fu, for continuous delivery, in ml mode with a rate of 5.4 ml/hr, a vtbi (volume to be unfused) of 250 ml, 0 ml/hr kvo, and a 250 ml container size. At 1410, the delivery was started. The customer contact indicated the duration was 46 hours. On (B) (6) 2009, at 1228, the homecare pt reported the device alarmed "empty container". At an unspecified time, the pt returned to the clinic. At this time, the customer contact reported that "half the solution was left in the bag" instead of the expected empty container. The physician was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. The customer contact reported there was no change in medical condition. No further medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.52 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). The device history was downloaded at the manufacturing facility. A review of the history indicates the device was programmed on (B) (6) 2009 at 1349, for continuous only delivery, in ml mode, with a rate of 5.4 ml per hour, a 250 ml vtbi, 0 ml per hr, kvo and a container size of 250 ml, with the air sensitivity off. Between 1352 and 1407, the silence key was pressed 7 times. At 1409, the infusion was started and then stopped. At 1410, the infusion was started. There was a new day stamp indicated on (B) (6) 2009 and (B) (6) 2009. Between 1228 and 1247, there are 2 empty container alarms, an end of infusion alarm, a stop infusion alarm and using batteries alarm. At 1312, there was an empty container alarm, the silence key was pressed and the device was powered off. (B) (4)